Manufacturer narrative:
Concomitant medical products: product ID: 978b128; lot#: va2dkug; implanted: (B)(6) 2021; explanted: (B)(6) 2022; product type: lead. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(4), ubd: 11-jan-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient had an infection (B)(6) and device was explanted. Patient has healed.